Event description:
The aci sales professional reported that he received a call regarding a patient which underwent an interventional peripheral catheterization procedure on (B)(6) 2013. Following the procedure, the technician who is a trained user, selected a mynxgrip vascular closure device 5f for closure. It was reported that post closure an occlusion was noted. The patient was transferred to a different hospital where the occlusion was attempted to be removed percutaneously but it was unsuccessful. A thrombolytic was infused. The infusion was not successful either so a surgeon was consulted. The surgeon performed surgery to remove the occlusion and initially thought the surgery was a success. During the hospital stay the patient's left foot was noted to have more necrosis and the surgeon performed a below the knee amputation on (B)(6) 2013. The aci sales professional was informed that they will update him on the status of the patient. On (B)(6) 2013, the aci sales professional reported that the mynxgrip vascular closure device was deployed on the left leg and the amputation occurred on the left leg. It is unknown at this time if the sealant was deployed intravascularly. The vascular surgeon noted that plaque and thrombus was removed from the artery, but there wasn't a comment on the placement of the sealant. (B)(6) 2013: the aci sales professional stated that the physician believes that the amputation was related to the mynx procedure, although no "peg" material was confirmed to be in the patient's artery. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.